Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery during bolus. The customer changed site three times within the past two days. The customer's blood glucose was unknown. The customer was advised the pump will be replaced. Customer's insulin pump continued alarming.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump had minor scratches on the display window and cracked battery tube threads.